Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced sensor error. The patient was at school and was not feeling well so the school nurse took a bg (blood glucose) reading which was 116 mg/dl and the cgm (continuous glucose monitor) reading was 56 mg/dl. They tried to calibrate but it was still inaccurate. The school nurse called the mother, and the patient was brought to the hospital because the pump was no longer showing readings and insulin was no longer delivered to the body. The mother took the patient to the hospital around 8:15 am. At the hospital, the patient was treated with insulin and IV fluids and diagnosed that she was ¿going into diabetic ketoacidosis¿ (there was no confirmation of actual dka). At the time of the report the patient was stable. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.